Manufacturer narrative:
D4: serial number unknown; potential serial numbers 1272823 or 1275996 a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm approximately two hours after the cassette change, the screen became "hazy" and showed the system failure screen with number 4221 and four o¿s below 1. Troubleshooting was performed; the device was turned off and the batteries were taken out, but the alarm persisted. The device was turned back on again, and the system failure screen persisted with the same number. Another attempt was made, and the alarm finally stopped. The patient was switched to a backup device and was able to complete therapy and did not miss a dose. There was no patient harm reported.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review for s/n (B)(6) and (B)(6) identified that there was no indication that the complaint was related to a service of the device within the review period.